Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks during an episode of atrial fibrillation (af). Technical services (ts) reviewed device episode data and noted that therapy was exhausted. The rhythm was noted to be supraventricular tachycardia (svt) after the shocks. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.